Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of the event. The procedure was continued after the emergency button was de-activated. No harm or injury was reported to philips. A philips field service engineer (fse) spoke with the customer. Troubleshooting determined that no mechanical failure had occurred, the user had accidentally pressed the emergency stop button. The fse guided the user on deactivating the emergency stop button. After the emergency stop button was de-activated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a mechanical failure. No harm was reported to philips. Philips has started an investigation of this complaint.